Manufacturer narrative:
Concomitant products: cd3231-40q crt-d, implanted (B)(6) 2010.

Event description:
It was reported that the physician had lost confidence in the left ventricular (lv) lead. The lead was capped and replaced with an epicardial lead. Follow up yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.